Event description:
Staff reported that 'cassette doors will not close'. Another pump was obtained and successfully programmed. No patient involvement, adverse reaction or need for medical intervention and no delay in critical therapy reported. No additional patient information provided by dept.======================manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation was unable to duplicate the complaint of "s325, white screen software error" during testing, but confirmed in history logs. The device passed power on self test and run-in test. The potential root causes for multiple s321, s325, and post software alarm in history log were due to corrupted software and defective pump motor on channel a. In addition, left speaker on uic board was found defective. Manufacturer replaced pump motor on channel a and left speaker on uic board.{hospital note: no mention was made of re-downloading software even though corrupted software was listed as a partial cause for the errors observed.}